Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for oxygen low flow and e-106, e-107 in the error logs. The service technician determined that the grey removable foam was not correctly installed. The foam was reinstalled correctly. The service technician also determined the speakers were not plugged in causing errors 106 and 107. The speakers were plugged in. Additional testing was performed following the device repair, and the device passed all final testing and was found to perform to specifications and as intended.